Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay and elecsys ft4 assay results for one patient sample. Of the data provided, only the tsh results were a reportable malfunction. The initial result was 0.04 uiu/ml and the repeat result was 2.01 uiu/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The qc performed well and there were no other issues with any other samples.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on information that the customer used a too fast centrifugation speed and a too short length of time and the presence of "sample short" messages in the analyzer alarm trace, the most possible root cause was issues with the pre-analytic handling.

Manufacturer narrative:
Additional information was provided that the initial result was actually 0.038 iu/ml on (B)(6) 2018.